Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable as the device remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) in the patient's left eye rotated. The lens was implanted at 161°. The target refraction had been 0.08 spherical. / -0.11 cylinder axis 165 degrees. The iol (intraocular lens) position was 25°. The issue was discovered during the post operative exam. The subjective refraction taken on (B)(6) 2022 was spherical +1.0 cylinder -1.5 @ 60° = 0.8 visual acuity sc (without correction) 0.32. Through follow up it was learned that the surgery and the medication prescribed were normal and within the doctor's normal standard of care. The following refractive measurements were provided. The subjective refraction taken before the surgery was (B)(6) 2022 spherical +2.00 cylinder -2.25 90 degrees, visual acuity 0.60. The objective refraction taken (B)(6) 2022 spherical +1.00 cylinder -1.50 59 degrees, visual acuity 0.80. The objective refraction taken before the surgery was (B)(6) 2022 spherical +2.00 cylinder-2.25 87 degrees. An iol rotation (repositioning) was planned, scheduled for (B)(6) 2022 or (B)(6) 2022, but it is unknown if this was carried out. No further information was provided.